Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted at the patient's request due to discomfort at the implant site. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.